Manufacturer narrative:
The device was implanted and therefore not available for return and investigation by the manufacturer. However, medical information was provided and will be reviewed. The investigation is ongoing and upon completion of the investigation, a supplemental MDR will be submitted. The product reported in this report is an exported device not cleared or approved for marketing in the us. The complaint is being reported based on this product meeting similar product criteria (similar to roadsaver/casper carotid stent device ¿ PMA # p210030).

Event description:
It was reported that treatment of a dissection. A solitaire ab stent was used first, was not long enough to cover the complete lesion. Casper x was deployed in telescoping technique proximal to solitaire. There was no flow though both stents. Intraprocedural occlusion of casper x while the patient was receiving tirofiban. No reported injury to the patient.